Manufacturer narrative:
Although requested, the lot number was not provided, therefore the UDI-pi is not available. Although requested, the lot number was not provided, therefore the UDI-pi is not available. The root cause of this complaint could not be determined as the complaint unit was not available for analysis. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 2 of 2 see related medwatch report number: 0001920664-2026-00003.

Event description:
The user facility in france reported that during surgery for a very advanced and dense cataract requiring a lot of ultrasound, small pieces of the needle's coating were released into the eye. Another needle was requested, and the same thing happened. These fragments are still present in the patient's eye, without causing any impact to the patient.